Manufacturer narrative:
D10: 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6). 320-15-05 - eq rev locking screw, (B)(6). 320-20-00 - eq reverse torque defining screw kit, (B)(6). 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, (B)(6). 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, (B)(6). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6). 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6). 320-31-36 - glenosphere, 36mm for small reverse, (B)(6). 320-35-06 - small extended cage glenoid plate, (B)(6). 320-36-00 - 36mm humeral liner +0 unconstrained, (B)(6). 321-20-00 - equinoxe reverse shoulder drill kit, (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
The patient previously underwent a left total shoulder arthroplasty. They later presented with rotator cuff failure, resulting in eccentric pressure of the glenoid. The surgeon removed all components except for the humeral stem and converted the reconstruction to a cta (cuff tear arthropathy) head. The patient was last known to be in stable condition following the event. No further information is available.